Event description:
An abstract of the article titled "efficacy and safety of the apsiresr vns at ghent university hospital, belgium" was reviewed. The abstract reports that 4 patients experienced an increase in monthly seizure frequency from 35 to 48 seizures. No further relevant information has been received to date.